Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user inadvertently lay on the ilet, cracking the screen, after which the device became unresponsive and the user reverted to multiple daily injections. Symptoms included none reported. Outcomes included temporary interruption of automated insulin delivery with continued glucose monitoring via dexcom app or receiver. Investigation included review of the reported sequence of events and facilitation of device replacement with instructions to shut down the device, verify addresses, return the original unit with a provided shipping label, sync data to the mobile app prior to return, and complete a standard startup on the replacement since data do not transfer. Investigation of this case revealed physical damage to the display resulting in loss of device responsiveness, consistent with user-inflicted mechanical damage to the pump¿s screen component. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external impact.